Event description:
During the atrial fibrillation procedure a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The transseptal puncture was performed and premapping was started in the left atrium in voxel mode with the mapping catheter. Geometry was unable to be built with the mapping catheter in the appendage and there was supposedly a left atrial closure device in place but no closure device was seen on fluoroscopy. Mapping of pulmonary vein potentials in the left superior pulmonary vein was unsuccessful due to difficulty visualizing in voxel mode and a lack of voxels, so the physician attempted to advance further into the vein. Voxels were collected and the potentials were mapped. After moving to the right inferior pulmonary vein, the anesthesiologist noticed a drop in blood pressure. A small effusion on the left side of the heart in the left atrial appendage was noted on intracardiac echocardiogram. The procedure was stopped, a transesophageal echocardiogram was done and a pericardiocentesis was performed. The patient was stable when leaving the procedure room and was transferred to the ICU for monitoring overnight. There were no performance issues with the mapping catheter or the introducer.

Manufacturer narrative:
Incomplete flies were provided. Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported incident could not be determined.